Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation is likely to cause or contribute to pt injury. Device issue: guide wire separation. It was reported that no resistance was noted during advancement; however, upon retraction of the device from the pt, resistance was noted with the ivus. After removal, the tip was found to be unraveling and coming apart. No additional event or pt info is available.

Manufacturer narrative:
Eval summary - quality assurance analysis revealed that the guide wire was returned with blood visible on the coils. There was no contrast visible. The coils were stretched out distal to the center solder and bunched up. The core and shaping ribbon were intact where the core and shaping ribbon are tinned and were twisted up in the coils. There was no core separation. There was a separated section of coils that was stretched out and bunched up. The shaping ribbon was separated and still attached to the tipball. The tipball was returned attached to 6 cm of separated and stretched out coils. There were two kinks in the core 5.2 cm and 2mm proximal to the center solder. There were numerous offset and overlapped intermediate coils proximal to the center solder for a length of 3.2cm. The device was stent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device, which was consistent with the guide wire being used in the body. Sem analysis of the guide wire found that the shaping ribbon failure could be attributed to ductile overload, while the coil failure could be attributed to torsional overload. For the guide wire to fail in this manner, some portion of the guide wire could have to be trapped either in the anatomy or in another device and a pushing and pulling force and twisting force applied. It appears as if the ivus was advanced too near the floppy tip of the guide wire. Many ivus devices warn not to advance the ivus too far on the floppy portion of the guide wire because the short rail of the ivus needs more support than the floppy tip coils can provide. If this happens when withdrawing, the ivus can buckle the guide wire and the operator can experience resistance between the devices. If the guide wire became locked in the ivus, the coils could have become offset and overlapped from pushing and pulling the wire in an attempt to free the devices. Continued movement, such as pushing/pulling and twisting, against resistance could stretch the coils and eventually separate the wire at the shaping ribbon and coil as found in the analysis. There were additional kinks in the core. As there was no damage noted during prep, the damage is most likely the result of circumstances related to the procedure. The kinks could be a result of the separation or could be from handling, packing or transport of the wire back to abbott vascular. In this case, based on the case description and analysis of the returned device, the cause for the tip separation and coil damage appears to be related to case circumstances, and not a product deficiency with the guide wire. The lot history record was reviewed and there are no non-conformities associated with this lot number. This MDR is considered closed by the product performance group.